Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead bipolar pacing impedance had exceeded the programmed upper alert threshold and triggered an alert for out-of-range / high impedance. Additionally noted the rv lead exhibited high thresholds. The upper alert threshold was adjusted. The lead remains in use. No patient complications have been reported as a result of this event.